Event description:
It was reported the patient's scs system was removed a day after it was implanted. The patient reported that a day after he was implanted he was paralyzed from the waist down. Also, the patient reported he experienced kidney failure due to the scs system. The patient stated it took him six months to recover from the paralysis. The patient also stated his kidneys issue is resolved and he is in good health.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.